Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a guidewire was crossed the lesion, a 2.0x150 coyote balloon catheter was advanced but failed to cross the lesion. The device was removed and replaced with a 2mm x 40mm x 145cm coyote es balloon catheter. However, during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.